Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus pnk 20gax1.16in prn-capy non-pvc needle partially disengaged before the artificial abortion, the patient was given an indwelling intravenous puncture. During use, he found that the needle wing retreated and became stuck. It did not cause any adverse effects on the patient, so he chose to replace it with a new indwelling needle immediately.

Manufacturer narrative:
1.DHR/bhr review. 1 the batch number of the complained product is 2287467, is 20g and product code is 383746, produced on 2022/12, with a total of (B)(4) pieces in this batch 2 inspection process and delivery test report, test results meet product standards, no abnormalities. 3 check the production record of the batch of products, no conformance, deviation or rework activities in the process of the batch of products. 2. The customer did not return any samples or photos,the defect status cannot be confirmed. 3. This batch of reserved sample products was taken for system tension test. No abnormal results were found in the test results. See attachment 1 for the test report. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, the root cause of the complaint defect cannot be confirmed, and the factory will continue to pay attention to and monitor the complaint trend of the defect.

Event description:
No additional information provided.